Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures was present in the pump trace download due to broken trace at u1 pin 6 on keypad assembly. Toggled on and increased volume with the audio feature functioning properly. No audio of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. They did not hear the difference between the audio volumes 1 and 5. The device did not pass troubleshooting. The customer¿s blood glucose during the incident was 113 mg/d:. The device will be returned for analysis.